Event description:
One of the pharmacy technicians opened two separate individual monoject 3ml syringes with needles (ref 1180320112; lot #203850). On one, the needle was coated in gray contamination (mold vs dust vs ?). It is also within the needle hub. On the second syringe, the gray contaminate was within the barrel and syringe hub. FDA safety report ID #(B)(4).